Event description:
The manufacturer received information from customer in reference to a ds2adv auto CPAP with an allegation of humidifier is not working and debts raspy cough. There was no report of serious injury or harm. There is no medical intervention was specified. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Correction to the previously reported information: the manufacturer received information alleging humidifier is not working and debts raspy cough on a ds2adv auto CPAP device. There was no serious patient harm or injury. Medical intervention was not specified. Based on the information available at this time of investigation, it was found that the reported allegation of humidifier is not working and debts raspy cough was against a device which is not part of the recall. No death. No serious harm or injury was reported. Analysis of past events has not indicated an adverse event has occurred due to the reported allegation or would be likely to recur if the product allegation was to recur. No evidence of product malfunction in which the ability of the device to deliver the prescribed therapy to the published specifications would be impacted. In addition, a review of the risk file indicates the potential for a serious adverse event occurring as a result of this incident is unlikely. This event is not reportable under FDA 21 cfr part 803 as it does not meet the criteria for a death, serious injury and/or reportable product malfunction.